Event description:
It was reported that while the system was connected to the patient, a fan failure message displayed. The device was restarted and failed the self-test at boot up due to a fan failure. The device was removed from service. Draeger was notified and the root cause was a faulty fan that was replaced by draeger. The unit has since been put back into service. Reportedly, no harm occurred to the patient.